Manufacturer narrative:
Date of report : 05mar2019, date rec¿d by MFR : 03mar2019. A moog motor blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the hall effect sensors (s1, s3). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. Philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the blower assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code. There was no patient harm reported. The event date was not specified; estimate used.